Event description:
A hospital biomed reported that during a vitrectomy surgery, the connectors of the vitrectomy probe were flashing on and off, with green and blue lights. The aspiration and cut functions intermittently stopped during surgery. The screen of the system displayed the following messages: 'manipulation of the tap of the line' and 'cassette not ready.' The same cassette was reprimed and the procedure was successfully completed. There was no patient harm reported. Additional information was received from the technician who reported that the event occurred several times during the surgery, leading to several priming tests on the same cassette to complete the procedure. Additional information has been requested.

Manufacturer narrative:
A sample is returning for evaluation. Investigation, including root cause analysis, is in progress, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).